Event description:
A patient underwent a dialysis catheter placement procedure using glidepath catheter. Post placement procedure the catheter allegedly expelled out from patient body with no fibrosis. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo was provided for review and one 23cm glidepath d/l catheter was returned for evaluation. The photo shows a partial view of the catheter implanted into the patient's body; the cuff is noted to be moved away from the insertion site.visual, microscopic, tactile and functional evaluations were performed on the returned device. The tissue cuff was noted to have fiber disturbance throughout, and some areas were noted to be missing tissue cuff material. The manufacturing evaluation site states, residues of use were observed throughout the sample, suture threads were observed tied to the suture threads at the bifurcation of the catheter, caps were observed in each of the lumens of the catheter. A closer view showed the conditions of the cuff, slight alterations of the cuff fibers were observed, it was observed that one of the edges seemed to be missing material. Therefore, the investigation is confirmed for the reported loosening of implant and expulsion issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath catheter. Post placement procedure the catheter allegedly expelled out from patient body with no fibrosis. There was no reported patient injury.